Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. The customer's name and address is unknown. (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a package of insulin syringe(s) came with different size bd insulin syringe with the bd ultra-fine¿ needle(s). There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. As per manufacturing, a review of the device history record was completed for batch# 6291520. All inspections were performed per the applicable operations qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.